Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented via a remote merlin.net transmission with noise reversion episodes. The noise was not reproducible in clinic with provocative testing, including isometrics and pocket manipulation. A chest x-ray did not reveal any abnormalities. The lead remained implanted.